Manufacturer narrative:
On (B)(6) 2012, the end-user reported that he still has some of the product and can return it.

Event description:
On (B)(6) 2012, customer reported that the end-user claims the device irritated his nose making it dry and scaly. On (B)(6) 2012, the end-user reported that the device burned and took off skin from his nose. Claims the mark still shows after 3 weeks, but has not sought medical treatment at this time.